Manufacturer narrative:
UDI number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was overheating. The return hose for the water was leaking at the top and damaging the electronics. No patient injury or adverse affects were reported. Additional information was received on (B)(6) 2022 stating the device was found with an internal leak from the upper connector, reported to be causing over temp alarm. The upper connector internally has rtv around the push in connector, customer reported calling tech support and looking through the technical manual and the rtv is not shown in the manual.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received 24-aug-2022 via customer email with completed complaint form: all units found with an internal leak from the upper connector causing the periodic over temp alarm issue. After the units sit for a short time, it will work properly again until the leak causes the issue again. The upper connector internally has room-temperature-vulcanizing silicone (rtv) around the push in connector. Additionally the product serial numbers were reported and devices were in use with patients.

Manufacturer narrative:
Other text: d10, h3, and h6 - health impact and evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual testing found the return tube had a crack in it, there was fluid ingression on the printed circuit board (pcb) and the pressure was around 6.1 psi. Functional testing confirmed the complaint. The device had a leak from the return tube that caused the overtemp alarm. The root cause was attributed to design. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service previously. Removed and replaced the pcb due to fluid ingression. Device passed functional tests after completed repairs.